Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly, the pump time was incorrect and the fill estimate gauge was incorrect. Customer reviewed pump history and reported missing data. Customer declined to continue troubleshooting. There was no reported adverse impact to customer blood glucose. Customer reverted to using an alternate method of insulin therapy.